Manufacturer narrative:
Concomitant: product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).

Event description:
It was reported that a section of the flex dosing screen would not respond; there appeared to be a ¿double image¿ in the start time screen when programming flex dosing. The reporter tried to recalibrate however that didn¿t resolve the issue. It was noted the issue was with the physician programmer. Later the same day, it was further reported the health care provider (hcp) figured out what was causing the double image. She needed to insert a step before to get the 2am start time. As a result, the replacement programmer that had been ordered was cancelled. No patient harm was indicated. The device system was used to deliver prialt. No further information was provided.